Event description:
Reference related MFR report 1627487-2019-00782. It was reported one of the two implanted leads had migrated. Patient denied suffering any trauma. Surgical intervention was undertaken on (B)(6) 2019, and the physician repositioned the lead. Post- operatively, the patient is reportedly receiving effective therapy.